Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Correction to g3 date to 05-jan-2024.

Event description:
As reported, the plug of two 6f exoseal vascular closure device (vcd) could not be released. The first closure device was found that a part of plug was exposed after being unpacked and therefore, not used. The problem of the second closure device is that its indicator window did not change to black and black. The device was withdrawn with the sheath. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. The sheath was not kinked/bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The indicator window remained black and white when the device and sheath were retracted together. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. There was no issue with or damage to the deployment lever. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU).the devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of two 6f exoseal vascular closure device (vcd) could not be released. The first closure device was found that a part of plug was exposed after being unpacked and therefore, not used. The problem of the second closure device is that its indicator window did not change to black and black. The device was withdrawn with the sheath. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. The sheath was not kinked/bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The indicator window remained black and white when the device and sheath were retracted together. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. There was no issue with or damage to the deployment lever. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). A non-sterile unit of product ¿exoseal vascular closure device 6f¿ was received for product evaluation. Per visual analysis, the device had the following conditions: the deployment lever was fully depressed; indicator window was received black/white/red color; the plug was fully deployed and not included in the shipment; the cowling/guard was received unlocked; the bleed-back port was at the deployed position; and the indicator wire was retracted. These are the conditions expected for a fully deployed device. In addition, an unknown procedural sheath was on the device, exposed to blood. Functional analysis was not performed since the device was received fully deployed. Per microscopic analysis, the device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was assembled correctly, and no anomalies were observed. The reported event of ¿vascular closure device (vcd) deployment difficulty-premature deployment¿ was not confirmed through analysis of the returned device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the partially exposed plug noted when unpacking the device, especially since the device was received fully deployed without return of the plug. However, handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿remove the exoseal vcd from the sterile packaging using aseptic technique. Examine the device for any damage. Verify the presence of all components. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.